Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date.

Event description:
It was reported to rti surgical that this device was implanted after it had already expired. The rep reported that the surgeon wasn't aware it was expired until after the surgery which was conducted on (B)(6) 2021. The device was 102 days past its expiration date of(B)(6) 2020. This incident took place in (B)(6).